Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker device was decreasing faster than expected. A review of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high atrial rate sensing of the patients atrial arrhythmia. Boston scientific technical services (ts) discussed the device behavior and analysis results in detail with the healthcare provider (hcp). At the request of the hcp, an additional analysis of device data was performed to determine how much battery longevity would be gained by programming the device to a ventricular-only pace and sense configuration as well as to calculate an estimated time for the device to reach the elective replacement indicator (eri) based on the current power consumption rate. The calculation indicated that the device would reach eri in approximately 2.6 years. The device remains in-service. No adverse patient effects were reported.